Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not getting therapy in the correct areas. Reprogramming was performed and couldn¿t get therapy in the correct areas. A scan was done and noticed lead migration. The perc leads were revised and replaced with paddle lead. There were no known contributing factors and the issue was resolved at this time. Rep reported that the pt was not getting therapy in the right location because of lead migration. After the leads were revised with the paddle, rep was able to then get stimulation in correct location after the revision.